Manufacturer narrative:
As no further information concerning this report is available, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient indicated that an x-ray showed that his leads were fractured. The patient also indicated that his right ventricular lead was imbedded, and that the leads were to be removed. Additional information was sought, but the explant of the leads was not confirmed. No adverse patient effects were reported.

Manufacturer narrative:
--

Event description:
Additional information was received from the patient indicating that the leads were replaced. This ra lead is out of service. No additional adverse patient effects were reported.